Manufacturer narrative:
A field engineer was dispatched to the site to investigate the issue on 05/18/2006 and replaced the appropriate components on the device and performed diagnostic testing within specific verified tip positions. The instrument was returned to working order within MFR specificatins. No definitive cause for the presence of fluid could be found for the droplets on the cards. Product labeling of the device require the user to visually monitor the first run of the day for pipetting and alignment issues. Operators must also visually review tests prepared on the tecan for interpretation of results. Erroneous results were not reported as a result of this incident. The user visually reviewed and accepted each test processed on the instrument. Carry over and cross contamination was not reported as a result of this incident.

Event description:
The user reported that an alignment issue with the pipetting apparatus on the tecan megaflex ID led to fluid on top of the mts gel cards. Fluid on top of the mts gel cards, due to an incident during pipetting of sample or reagent, may lead to carry over, cross contaminatin, or meakened reactivity as a result of dilution.